Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery. The 2.5 x 12 mm trek balloon catheter was advanced for pre-dilatation. The balloon was inflated to 4 atmospheres (atm), 5 atm and 4 atm, but the balloon could not be seen inflating on angiography. It was noted that the balloon markers were visible, but the balloon did not appear to be inflating. The trek was removed and inflated outside the anatomy without issue to an unknown pressure. A new non-abbott balloon was used successfully at 10 atm. The contrast ratio was 50:50. There was no resistance noted during the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.